Event description:
It was reported a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose (bg) level (504 mg/dl) due to the reported issue. The customer administered an insulin injection to treat the bg. The customer reverted to an alternate method of insulin therapy.